Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said their device had never worked. They reported they were in the hospital and having grand mal seizures for 8 days. The patient said the reason they were having grand mal seizures was an infection caused by the implant procedure. The patient said they were given several different antibiotics before finding the one that killed the 'virus'. The patient said they got a call when they were in st. Louis having surgery and they were told the device never worked because they didn't have it on the right program. The patient said they had been through a lot. The patient reported the evaluation worked, but the implant never had. The patient said they had tried all 4 programs and gone as high as they could before it started burning and hurting. The patient was redirected to their healthcare provider for possible reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they were septic and had an infection in their blood. The patient reported they were having grand mal seizures for 8 days as a result. The patient reported the implant never worked after this and that the health care physician (hcp) told them the reason they were infected was related to the interstim implant. The patient stated they didn¿t know the exact details as far as the area of infection; they stated it was due to the ¿inserts¿. It was confirmed that the infection was confirmed however the patient didn¿t know the strain. The patient stated that the event occurred sometime in 2018 and that they thought it was (B)(6) but they didn¿t remember the exact date. IV antibiotics were administered to the patient and the patient reported they had recovered from this infection. There were no further complications reported.